Event description:
It was reported that the 9800 system stopped fluoring during a case. The 9800 system was rebooted twice without success and the procedure was rescheduled. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery and high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.